Event description:
It was reported that the patient felt as though her ¿implant was coming to the surface.¿ the patient stated that she felt like ¿something was wrong with it.¿ the patient noticed the issue on the day of the report and may seek out medical attention. Later that day it was reported that the patient planned to see a new doctor the day after the report. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va09e64, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).